Event description:
Baxter sales rep called to report the facility had reported that a colleague triple channel pump had failed during surgery on a pt having open heart surgery with fail code 16:310. The pt was infusing epinephrine, norephrine, and phenylephrine (concentration, dose, rate and volume unk). The pt's blood pressure dropped and unk interventions were administered to restore the blood pressure. The pt responded to the interventions and remains hospitalized. The pump was changed to a fourth colleague pump. This the third of three events that occurred on this date, for this pt.

Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any add'l info becomes available. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The issue is being investigated.